Manufacturer narrative:
The tech isolated the issue to a loose ground pin in the power cord plug. He replaced the power cord plug to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance reading was out of normal range.